Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted due to unknown reasons with no patient injury. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the trailing haptic was broken hence had to be cut out.

Manufacturer narrative:
The used device and the lens were returned inside a non-company self sealing pouch inside the opened product carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was almost fully advanced. A broken haptic was observed on the left side of the plunger in the nozzle tip. The remainder of the lens was returned in the pouch. Solution was dried on the lens. One haptic was broken from the optic. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The trailing haptic was broken inside the used device. The plunger was not fully advanced. This may suggest that the haptic or plunger was not in an acceptable position for advancement. The instructions for use IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).